Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported, that on (B)(6) 2023, a 29mm navitor transcatheter aortic valve (serial#: (B)(6)) was chosen for implantation. Utilizing a large flexnav delivery system (lot#: 9134857). The patient had severe calcification and a 58 degree horizontal aorta. Dimensions of the valve were: annulus perimeter: 82,6mm, diameter: 21,6mm x 31,1mm, and perimeter derived: 26,3mm. Upon release of the 29mm navitor into the left ventricular outflow tract (lvot) at 3mm, it migrated out of the annulus and into the mid-third of the ascending aorta. There was tension in the delivery system, during deployment, but no interaction with the valve. It was not necessary to snare the valve. And the patient remained stable. A second 29mm navitor valve (serial#: (B)(6)) was then attempted to be implanted, utilizing large flexnav delivery system (lot#: 9134857). It was difficult to advance the flexnav past the migrated first valve in the ascending aorta. A budwire was used in the pigtail catheter to help in crossing past the migrated valve, which was successful. While positioning the second valve in the aortic annulus, the patient presented with hemodynamic instability. The second valve was released quickly at a depth of 5mm, but the hemodynamic state remained. Cardio-pulmonary resuscitation (CPR) began. The second valve deployed in the expected position. No obstruction of the coronary arteries occurred, as they were catheterized. After a time period the patient was not recovering blood pressure, so surgical intervention began. Through open heart surgery, a laceration of the ascending aorta was observed. There was no possibility of treatment. And the patient died. It is thought, that the cause was the interaction between the migrated valve and the delivery system of the second valve.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) and patient-device incompatibility was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a 29mm navitor was chosen for implantation utilizing a large flexnav delivery system. The patient had condition of chronic obstructive pulmonary disease (copd) and severe calcification. Upon release of the 29mm navitor into the left ventricular outflow tract (lvot) at the depth of 3mm, it migrated out of the annulus and into the mid-third of the ascending aorta. There was tension in the delivery system during deployment but no interaction with the valve. Then, a second 29mm navitor valve was used and attempted to be implanted; however, it was difficult to advance the flexnav past the migrated first valve in the ascending aorta. While positioning the second valve in the aortic annulus, the patient presented with hemodynamic instability. The second valve was released quickly at a depth of 5mm but the hemodynamic state remained and cardio-pulmonary resuscitation (CPR) began. The second valve deployed in the expected position. As they were catheterized, there was no obstruction of the coronary arteries. After a time period, the patient was not recovering blood pressure so surgical intervention began with an open heart surgery and a laceration of the ascending aorta was observed. There was no possibility of treatment and the patient died. It is thought that the cause the aortic laceration was the interaction between the migrated valve and the delivery system of the second valve. Based on the information received, a root cause of the reported device embolization could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor transcatheter aortic valve (serial: (B)(6) ) was chosen for implantation utilizing a large flexnav delivery system (lot: 9134857). The patient had severe calcification and a 58 degree horizontal aorta. Dimensions of the valve were: annulus perimeter: 82,6mm, diameter: 21,6mm x 31,1mm, and perimeter derived: 26,3mm. Upon release of the 29mm navitor into the left ventricular outflow tract (lvot) at 3mm, it migrated out of the annulus and into the mid-third of the ascending aorta. There was tension in the delivery system during deployment but no interaction with the valve. It was not necessary to snare the valve and the patient remained stable. A second 29mm navitor valve (serial: (B)(6) ) was was then attempted to be implanted utilizing large flexnav delivery system (lot: 9134857). It was difficult to advance the flexnav past the migrated first valve in the ascending aorta. A budwire was used in the pigtail catheter to help in crossing past the migrated valve, which was successful. While positioning the second valve in the aortic annulus, the patient presented with hemodynamic instability. The second valve was released quickly at a depth of 5mm but the hemodynamic state remained. Cardio-pulmonary resuscitation (CPR) began. The second valve deployed in the expected position. No obstruction of the coronary arteries occurred as they were catheterized. After a time period the patient was not recovering blood pressure so surgical intervention began. Through open heart surgery, a laceration of the ascending aorta was observed. There was no possibility of treatment and the patient died. It is thought that the cause was the interaction between the migrated valve and the delivery system of the second valve.